Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelo survey that a skin reaction occurred. The customer reported multiple issues occurred during use of the biosensor, including a skin reaction at the puncture site and a deployment issue involving a bent sensor wire. The sensor was inserted in the arm on either (B)(6) 2025, or (B)(6) 2026, after the site was cleansed with alcohol. In a survey response received on 01/03/2026, the patient stated: ¿replaced sensor quickly that 'kinked' on the way in and failed. Note: it ended up getting infected, I'm still on course of antibiotics. I¿m a first-time user. My arms are lean. I followed the pictures carefully, but finding a fleshier spot was the key.¿ the patient reported symptoms at the insertion site, including redness, inflammation, pimples, drainage, and pain with burning sensations. During a call with tech support on 01/13/2026, he clarified additional event details. At the onset of symptoms, he felt pain at the insertion site and removed the sensor a few days later, noting dried blood and that the sensor wire was bent. He also reported that the sensor provided inaccurate readings. Following removal, he observed an infection and a growing red bump (pustule) at the insertion site. The patient sought evaluation at urgent care (date not provided), where a healthcare provider prescribed cephalexin 500 mg, four times daily for 10 days. As of the tech support call on 01/13/2026, he reported improvement and was completing the remaining days of the antibiotic course. No further customer or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.